Event description:
It was reported that the pulse generator would not display battery information upon interrogation. Attempts to reprogram the device were unsuccessful. The device was explanted and replaced on (B)(6) 2013. The patient was fine during and post procedure.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which caused the reported measured data anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.